Event description:
Zoll defibrillator pads prompted deeper compressions on a (B)(6) baby. Compressions were deep (almost too deep). Pulse oximetry picked up wave form, patient had palpable pulse. Manufacturer response for one step pediatric CPR ( (B)(4) on wires), zoll one step pediatric CPR (per site reporter): representative calling in on 11/22 out of the country prior. Evaluating education in sim lab. Sending the defibrillator and the patches that were involved in the event to rule out product or equipment correct sensing..